Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using off-label u-500 insulin as well as not removing air during the load process. Tandem technical support educated the customer on off-label insulin as well as advised the customer to complete the air removal process. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 255 mg/dl.

Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.